Event description:
A female was undergoing an electrophysiology procedure on (B)(6) 2014. A bain hugger lower body blanket warmed with a bair hugger warming unit was used during the 7 hour procedure. After the procedure, the pt complained of hypersensitivity and pain on her left foot. The pt's 2nd and 3rd toes were alleged to be red. On (B)(6) 2014, the toes allegedly blistered. A dr examined the toes and diagnosed a burn. The degree of the burn has not been confirmed. The dr opened the blisters and treated the toes with silvadene (silver sulfadiazine) cream. The pt's foot was placed in an orthopedic boot requiring her to use a walker. The pt was seen by a plastic surgeon the week of (B)(6) 2014 for eval of the toes. No additional treatment was performed at that time, but waiting for the injured area to further demarcate. Blanket was placed at the thighs and not waist as intended. In addition, the pt is noted to have diabetes and mild vascular compromise.

Manufacturer narrative:
The warming unit device does indicate the following warning statement: "warning: do not leave pts with poor profusion unmonitored during prolonged warming. Thermal injury may result." On (B)(4) 2014 the hospital biomed tested the warming unit after the procedure and stated it was "running high." Allegedly within 4 minutes at the 43 degree c setting, the temp was 48 degrees c. The warming unit was run at the 43 degree setting for 7 hours with the temp fluctuating between 49.1 and 50.7 degrees. The hosp has the warming unit and has not returned it, but a request is being made to return unit for further eval. As noted the cause may have been contributed by pt condition and failure to follow instructions.